Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the watchman access system (was), with an introducer sheath loaded into the hub of the device. The device was bloody inside and out. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed kinks in the sheath at 5 cm, 26 cm, and 60.5 cm from the tip, and the tip was damaged (misshapen/delaminated/abrasions/twisted). The damage to the tip is consistent with a full recapture of an implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received 15mar2018. Same case as MDR ID: 2134265-2018-01599. It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. This watchman® access system (was) was used. It was noted that a kink was observed in the was during radiography, but it is unknown when it occurred. During this procedure a 33mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed in the laa. The position wasn¿t adequate; therefore the closure device was fully recaptured. After the recapture, damage to the tip was observed. The procedure was completed with another of the same wds. There were no patient complications reported. The patient status was stable. It was further reported that this was not used to deploy a closure device. However, device analysis revealed the condition of the device showed evidence of device deployment.